Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
Customer reported a high readings issue with the adc freestyle libre sensor, reporting a reading of 24.1 mmol/l (trend arrow vertical upward) was obtained and as a result, she self-treated with insulin (dose/type unspecified). A subsequent sensor result of 11 mmol/l was obtained while customer was experiencing symptoms described as cold sweats, drowsiness, and shivers. Customer was seen at a hospital where he was diagnosed with hypoglycemia and treated with glucose. Customer could not recall the reading obtained on the hospital device. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported a high readings issue with the adc freestyle libre sensor, reporting a reading of 24.1 mmol/l (trend arrow vertical upward) was obtained and as a result, she self-treated with insulin (dose/type unspecified). A subsequent sensor result of 11 mmol/l was obtained while customer was experiencing symptoms described as cold sweats, drowsiness, and shivers. Customer was seen at a hospital where he was diagnosed with hypoglycemia and treated with glucose. Customer could not recall the reading obtained on the hospital device. There was no report of death or permanent injury associated with this event.